Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products that were used during this study: carto; acunav 8f 64-element phased-array intracardiac echocardiography catheter other company¿s devices that were used during this study: bard transvenous 6f quadripolar catheter; boston scientific bi-directional closed irrigated ablation catheter (B)(4). The device was not returned to bwi.

Event description:
It was reported that one patient underwent radiofrequency catheter ablation for ventricular tachycardia and suffered pericarditis requiring medication (intrapericardial steroids) and surgical intervention (pericardial stripping). Six (6) months post-procedure, the patient developed constrictive pericarditis. This patient required multiple passes of the tuohy needle to obtain epicardial access and had a total of 132 radiofrequency lesions applied to the epicardial surface in the process of substrate modification. Title: "long-term outcome with catheter ablation of ventricular tachycardia in patients with arrhythmogenic right ventricular cardiomyopathy" the purpose of this study was to determine the long-term outcomes of vt control and need for anti-arrhythmic drug therapy after endocardial and adjuvant epicardial substrate modification in patients with arrhythmogenic right ventricular cardiomyopathy. Suspected device is navistar thermocool ablation catheter. The awareness date for this complaint is 4/14/2016 because the article was reviewed on 4/14/2016.

Manufacturer narrative:
Additional information was received from author on june 07 2016: all patients were required extended hospitalization and fully recovered. All patients had arrhythmogenic right ventricular cardiomyopathy and recurrent drug refractory ventricular tachycardia. The event did not result in the impairment of a body function or damage to a body structure. All complications were recognized risks associated with the vt ablation procedure. No complication was related to thermocool catheter. Patient demographic information: (B)(4) male, (B)(6).